Event description:
It was reported that during transfusion, IV site leaked. Upon removal of IV, it was noted that the IV cannula was not connected to the hub. It was unable to be located. Slight edema at the site was noted. A tourniquet was tied over the site. There was noted to be approximately 2.5 cm segment of catheter in the cephalic vein deep and just proximal to the puncture site in the right antecubital fossa. Acute occlusive svt is distal to the catheter. Remainder of the right cephalic vein is patent. No adverse effects reported.